Manufacturer narrative:
Onset of short to shield is captured under MFR #2916596-2022-13490. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms and pump stops when the patient was trying to connect to the power module. Of note, the patient has a known phase-to-phase driveline short. The log file confirmed speed drops lower than the low-speed limit on (B)(6) 2023 between 1434 and 1501. These occurred when the controller's white power lead was connected to the power module. The file also had speed drops on (B)(6) 2023 from 2118 to 2128 again while the patient was on the power module. No speed drops or pump stops occurred while the patient was on battery power. The patient was not using an ungrounded cable when connected to the power module. They were asymptomatic during the pump stop.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported alarms and pump stop events. Although a specific cause for these events could not be conclusively determined, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise and the patient's known driveline issue. The submitted log file contained data from 15may2023 through 29jun2023, per the timestamps. The file captured low speed and pump stop events on 06jun2023 and 27jun2023 while the patient was connected to the power module. No other notable events or alarms were captured. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number vad-13543, and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for vad-13543 and the drivelines, serial numbers 30355 and 11803 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.